Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the deflectable sheath ¿clicks and stops yo deflect in one direction¿. This occurred in the middle of the surgery, while using radiofrequency with the ablation catheter, in conjunction with the deflectable sheath, in the sector of the posterior wall of the right inferior pulmonary vein (after having already ablated the left veins). The physician tried to deflect the sheath without success. The sheath and the catheter were removed. Both were examined outside the patient and the physician tried again to deflect the sheath and it did not respond. Therefore, it was decided to use from this moment on, another deflectable sheath from another company to finish the procedure. Then, this other deflectable sheath (everpace brand) was inserted, and the ablation procedure was successfully completed. No adverse patient consequence was reported.